Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was noted that the left ventricular pacing threshold was inconsistent. The device was reprogrammed in order to obtain adequate measurements. No further intervention has been done. The patient is in stable condition.